Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced cc (cartridge chemistry) sample probe wash collar vacuum valve, part number 472689, to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated erratic and suppressed patient results on multiple chemistries. The reported chemistries are mg (magnesium), crph (high sensitive c-reactive protein), alp (alkaline phosphatase), ast (aspartate aminotransferase), alt (alanine aminotransferase), phs (phosphorous) and tbil (total bilirubin). There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.